Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer the reported via phone call that the insulin pump¿s clock running slow also no delivery alarm during priming process. Customer's blood glucose level was unknown at the time of the incident. The customer stated that the transmitter declined battery life. The device will not be returned for analysis.

Manufacturer narrative:
The pump passed the self test, rewind test, basic occlusion test, occlusion test, prime, excessive no delivery and displacement tests. No unexpected no delivery alarm was noted during testing. Also, the unit was programmed with the correct time/clock and monitored for seven days with no time/clock anomaly noted during testing. The pump had minor scratches on the lcd window. The reservoir tube lip was tested with the test reservoir locked in place properly and no anomaly was noted.